Event description:
It was reported that recapture difficulty occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During full recapture of the final device implant attempt, the sheath kinked and the closure device could not be pulled completely back into the sheath. As a result, the system was removed from the body with a portion of the feet still out of the sheath and not fully recaptured. Case was then aborted. No injury or patient complications occurred. Patient is stable and has been discharged.